Manufacturer narrative:
(B)(4). (B)(6). The clinic did not request or require field service or clinical support, the issue was resolved by instructing user over the phone how to re-prime the system. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported the phacoemulsification unit was freezing. A brief description from the surgery center indicated the unit had frozen during the irrigation and aspiration procedure and a warning message appeared. The surgery center attempted to re-start the system and it did not regain with an error message displaying excessive vacuum. The issue was resolved over the phone by having the customer perform an irrigation/aspiration prime cycle. The surgery center indicated the cause of issue may have been due the tube occlusion by the nuclear debris temporarily. Although, there was a 10 minute delay, the procedure was completely safely. There is no patient injury reported.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.